Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit result on a (B)(6) female patient with ipatic asta right plural effusion. The patient received a transfusion of 2 units a+ based on the lab result. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The patient received a transfusion based on the lab result. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 03/06/2019. A review of the device history record confirmed the lot passed finished goods release criteria. Retain and returned cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.